Event description:
Boston scientific received information that from a competitive field representative that during a routine device interrogation, high out of range impedance measurement of greater than 2000 ohms was observed for the left ventricular (lv) lead. The field representative noted that the physician programmed around this by programming the lv lead to pace to the right ventricular (rv) ring. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that the high out of range pacing impedance measurement for the lv lead has continued to occur. During a recent remote hospital interrogation it was noted that the lv lead also exhibited low intrinsic amplitude measurements. The field representative inquired with the clinic and found that these issues were well known and the device had been reprogrammed to accommodate the measurements.